Manufacturer narrative:
The reporter's meter and two test strips were provided for investigation where they were tested using retention controls and one master lot strip. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No information was provided in the complaint that would point to a cause for the result discrepancy. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using the neoplastine reagent. At 10:00 am, the customer tested by fingerstick on the meter and the result was 8.0 inr. At 12:00 pm, the customer had a lab test and the result was 4.7 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer stated the blood was applied to the strip within 30 seconds of the fingerstick. The customer has no "heamtocrit" issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no new medications, no diet changes, no additional illnesses and no bleeding or bruising. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.